Manufacturer narrative:
UDI: (B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device received a software upgrade. After the upgrade was completed, the programmed settings were changed so that both the shock and conditional zone was at 200 bpm, post shock pacing was off, and sensing configuration was at secondary. No adverse patient effects were reported. The device remains implanted and in service. Boston scientific technical services (ts) was contacted for further technical assistance. The ts consultant discussed that upon an initial review, the device potentially underwent a reset due to a crc alert which changed the values back to nominal. No da alert was present in the log file or printout. The issue was reviewed by boston scientific engineers and it is believed that an unintended command restored device nominal parameters during intermittent telemetry. The device was able to be reprogrammed back to the original programmed settings without issue. The device is functioning normally.